Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by checking lock assembly and performing a system power reset, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed to open and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.